Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issues. Additional information revealed that the issues were related to "diaphragmic" stimulation. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.